Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's blower motor was replaced for a "ventilator inoperative" alarm condition. During the evaluation of the device at the manufacturer's service center, the pressure delivery was found to be fluctuating. The device's sensor board was replaced to address the issue.